Event description:
It was reported that the patients lead was no longer attached and the patient was having a muscle spasm. No further action will be taken at this time. Additional information was received that the patient underwent a revision procedure wherein the lead was repositioned back up since it had backed down.

Event description:
It was reported that the patients lead was no longer attached and the patient was having a muscle spasm. No further action will be taken at this time. Additional information was received that the patient underwent a revision procedure wherein the lead was repositioned back up since it had backed down.

Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient's lead was no longer attached and the patient was having a muscle spasm. No further action will be taken at this time.